Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced palpitations and presented in the emergency room. Upon interrogation, it was noted that the device was in backup mode. The device was successfully restored on (B)(6) 2020. The patient did not have further symptoms and was in stable condition.